Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): four week post operatively, patient experienced pain and swelling around implant site. There was no malfunction reported for the devices. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent open reduction internal fixation procedure for right wrist fracture on (B)(6) 2016 using one unknown plate and five or six unknown screws. The procedure was completed successfully without any delay and patient was reported as stable post operatively. Four week post operatively, patient experienced pain and swelling around implant site. There was no malfunction reported for the devices. This complaint involves two devices. This report is 1 of 2 for (B)(4).